Event description:
The user facility reported that the device failed outside of the patient, with the physician inspecting it. The patient was in stable condition. The procedure was completed successfully. Manual compression was used for hemostasis. The event occurred pre-treatment. There was no patient injury or surgical intervention required.

Manufacturer narrative:
Patient information: requested, not available. Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).